Event description:
The hospital reported that during reprocessing they discovered that the 7mm extended length endoscope distal tip was damaged. There were no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise #: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 04/27/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear with no visual defects observed in the image. . Based on the returned condition of the device, there were no visual defects observed, and no specific failure was reported.